Event description:
It was reported that a monitor was powered on; functioned momentarily and then shut off. The monitor was then tested on a secondary power supply and functioned correctly. It was determined that the power supply melted after it overheated, and damaged a second power supply that was within close proximity.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the power supply case was warped indicating possible overheating has occurred. Functional inspection : the power supply was connected to a known working monitor. The monitor was turned on with power present. Probable root cause/s could be a power supply failure. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a monitor was powered on; functioned momentarily and then shut off. The monitor was then tested on a secondary power supply and functioned correctly. It was determined that the power supply melted after it overheated, and damaged a second power supply that was within close proximity.